Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, emotional distress, infections, anxiety, depression, dyspareunia, and erosion. No further information has been provided.